Event description:
A consumer's attorney reported that she had been hospitalized 3 days for treatment of corneal infiltrates to the right eye associated with wear of focus dailies contact lenses. Complete resolution after treatment with local and systemic antibiotics. No further information is available.